Manufacturer narrative:
Product event summary: one battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device's manufacturing records indicated that the unit met the internal requirements prior to its quality assurance release process. Failure analysis of the returned battery revealed that the device passed visual inspection but failed functional testing. Internal inspection revealed an open wire within the connector assembly itself which prevented the battery from charging. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an open connection within the output connector, likely due to a manufacturing/assembly error. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the ventricular assist device (vad) coordinator on call complaining that this particular battery would not hold a charge. When the patient placed this battery into the battery charger, it would not emit more than one green light. The patient tried charging the battery in multiple slots without success. The patient was instructed to take the battery out of service, it would be exchanged at the patients next clinic visit. There was no reported consequence or impact to the patient. No further information was provided.